Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was measured using the meter, resulting with a value of 2.0 inr. At the same time, a sample collected from the patient was tested in the laboratory using recombiplastin 2g reagent on an acl top 700 analyzer, resulting with a value of 2.5 inr. The patient and the doctor questioned the difference in results. No adverse events were alleged to have occurred with the patient. The patient did not received treatment or a change in medication based on the meter result. The patient's current condition is fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient had a cold around the time the measurements were completed. He was taking aleve and dayquil medications at the time of the measurements. The patient did not know if internal meter controls passed. The patient's product was requested for investigation and replacement product was sent to the patient.